Manufacturer narrative:
The insulin pump was received with a blank display due to corroded electronic and motor assemblies.

Event description:
The customer reported water underneath the screen after dropping the insulin pump in the toilet. Advised that the insulin pump would be replaced. Nothing further was reported.